Manufacturer narrative:
Device evaluation: a DHR review did not reveal any manufacturing related issues which might have caused or contributed to this event. Visual analysis of the part of the pinnacle mesh assembly returned showed the leader on the white dilator with the blue stripe was knotted and the needle was missing. The leader on the blue dilator with the white stripe was broken and the needle was missing. One of the missing needles confirms the reported complaint of needle detachment. It was reported to boston scientific corporation that the physician had cut off and retained the other needle. Although the reported complaint states that the suture broke on the sacrospinous ligament arm, the investigation record reveals that the break was on the white dilator with the blue stripe which is placed in the arcus tendineous. The capio suturing device was not returned; therefore, an analysis is not available and we are not able to determine the relationship between the capio device and this event. The directions for use for the device includes the following precaution statement: "avoid excessive tension on the mesh during handling and positioning to prevent damage to the device." The probable cause for the needle detachment on the white dilator with the blue stripe was determined to be operational context. The probable cause for the missing needle on the blue dilator with the white stripe is that is was cut to facilitate the removal of the device.

Manufacturer narrative:
The device has not been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during an cystocele repair procedure using an pinnacle anterior/apical pfr kit, a centimeter of the lead suture with the needle at the end detached and was captured inside the capio cage as the physician threw the capio through the sacrospinous ligament. The physician completed the procedure with this device by cutting off the affected mesh leg and replacing it with a mesh leg from a new pinnacle anterior/apical pfr kit, without any complications to the patient, who is reportedly "fine" post-procedure.

Event description:
It was reported to boston scientific corporation that during an cystocele repair procedure using an pinnacle anterior/apical pfr kit, a centimeter of the lead suture with the needle at the end detached and was captured inside the capio cage as the physician threw the capio through the sacrospinous ligament. The physician completed the procedure with this device by cutting off the affected mesh leg and replacing it with a mesh leg from a new pinnacle anterior/apical pfr kit, without any complications to the patient, who is reportedly "fine" post-procedure.